Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the amount delivered for a bolus was less than the customer expected. Review of the pump settings verified that the customer had inadvertently set the pump time to pm instead of am when adjusting the pump time for daylight savings. Tandem technical support guided the customer through adjusting the pump time. Blood glucose was 183 mg/dl.